Event description:
Event description guidant received information that this ventricular implantable lead exhibited a large artifact on the rate/sense channel that was oversensed and resulted in pacing inhibition.